Manufacturer narrative:
(B)(4).

Event description:
It was reported that no readings occurred. Product was provided for investigation. Data investigation confirms no readings on 6/28/2025. Product was provided for investigation. The customer's complaint was confirmed because the wearable failed testing. Confirmation of the complaint was confirmed via product and data. The probable cause was determined to be the probable cause was determined to be signal loss due to the transmitter and app not being able to complete a data transfer.